Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was one false negative patient result. The results from anerobic lytic bottles was gram stain positive for yeast, and then sab agar positive on both room temperature and 35 degree celsius. Maldi identified the culture from can 2 agar was candida tropicalis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter addr 1:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The bottle (barcode (B)(4)) did not trigger the thresholds for growth in the lytic system, and additionally the protocol time for lytic is typically 5 days, not 14. Epicenter plots are less useful for identifying any potential root causes. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was one false negative patient result. The results from anerobic lytic bottles were gram stain positive for yeast, and then sab agar positive on both room temperature and 35 degrees celsius. Maldi identified the culture from can 2 agar was candida tropicalis. No adverse impact was reported regarding the patient or user.